Event description:
It was reported that episodes of non-sustained rv oversensing were observed. Review of the episodes revealed myopotential oversensing. Programming changes were made and resolved the oversensing.

Manufacturer narrative:
(B)(4).